Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 120 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer stated that he felt there was an occlusion in the infusion set tubing and no insulin was delivered. Troubleshooting was performed. The drive support cap appeared normal. Unable to check for leaks or air bubbles, site or insulin issues due to infusion set was not available. Customer declined to check if the device settings were correct. Displacement test and self test was performed and completed. Infusion set replacement will be sent. The insulin pump was not returned for analysis.